Event description:
At that time the dbs sys was not working after much difficulty (physician and pt both moved). The pt was told the sys was not repairable, there was some kind of break where the electrode goes into the skull, and no parts were ever made to fix this problem. The pt was calling to find out if anything had changed regarding the parts; could a new electrode replace the existing one. The pt is scheduled to see the neuro and neurosurgery dept in 2009. The pt is using fentanyl transdermal sys since 2006-2007 since she was told the device was not working. The device has been turned off since that time. The pt preferred not to have the system removed until she knew for certain there was no other options. She had rec'd great pain relief in the past. The "pain medication does not leave much to life". The pt was referred to her physician.